Event description:
Information received via complaint form is indicated as follows: it was deflated by poking through the irrigation lumen using a guide wire.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on information provided by customer and evaluation of the returned sample. Close examination of the affected area revealed that the catheter shaft has been punctured by a sharp or pointed object as shown below. This was further confirmed where customer had claim the product by poking through the inflation lumen using a guide wire. Based on the investigation finding, malfunction of the product was due to clamping of the catheter shaft occurs during the catheterization process where the inflation lumen was found to have totally collapsed thus, restrict/prevents the deflation process. No additional information is expected. Future complaints will be monitored for trends in accordance with convatec's global handling complaint and CAPA procedures.